Manufacturer narrative:
(B)(4). During the follow-up call to the user, customer's daughter mentioned her father has had a medical intervention since the last call. He did go to the hospital and was admitted because the hospital meter displayed levels of hyperglycemia. Customer was administered insulin along with other diabetes drugs to control his glucose levels. The qc evaluation performed on the returned device showed no failure detected. Most likely underlying root cause: strip issue.

Event description:
Customer's daughter-(B)(6)- called on his behalf complaining that the meter has been marking hi. Customer's daughter states that her father feels well and requires no medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened 11/22/2015. Customer performed a back to back blood test and obtained hi and 578mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:hi ;578mg/dl; 574mg/d; 551mg/dl. Customer explained that her father was hospitalized 1 month ago and started hemodialysis 2 weeks ago for his kidney failure. Customer verified that he is on medication therapy for his kidney and also injects insulin. Customer's daughter was informed that the trueresult meter is not meant for patient on peritineal dialysis.